Event description:
It was reported that the patient experienced an inadequate stimulation and cannot turn the device on and leave it on for very long due to worsening pain symptoms. The patient underwent an implantable pulse generator (ipg) replacement procedure.